Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to erosion and extrusion of the device at the distal urethral. It was also noted that the patient experienced impaired urination as a result. At a later date, the patient will have a new ipp implanted. There were no additional patient complications reported.